Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the pump is pumping too much fluid into the joint even though the setting was 15mmhg. In addition the devices ar-6420 and ar-6425 were used with the pump. Per complaint reporter there was no harm for patient, operator or third party. No further information received.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to use error/mishandling of the tubing.